Manufacturer narrative:
Product ID 977a260 lot# (B)(4) implanted: (B)(6)2018 explanted: product type lead product ID 977a260 lot# implanted:(B)(6) 2018 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260,(B)(4) (B)(4)(, b)(4). Product ID: 977a260,(B)(4) ,(B)(4) ,(B)(4) .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient went to the clinic and had an x-ray taken of the leads. It was found that one of the leads had migrated down two vertebral lengths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had extreme soreness and burning feeling at the battery site. Patient checked battery and noticed it was empty. Patient charged it up and it was still sore but got slightly better. Patient checked the wound site and it did not seem to red or inflamed. Patient stated it felt warm to touch. She was going to call her physician to make an appointment. Issue has not been resolved at this time. No further complications were reported/anticipated.